Event description:
Breast implant illness symptoms: fatigue, muscle aches, hip pain, trouble swallowing, nausea, abdominal cramps, muscle twitches, insomnia, trouble with temperature regulation/sweating, ear ringing, dry skin and hair, static in hair, premature aging, trouble with weight/muscle loss, fungal infections, trouble focusing, anxiety, heart palpitations. Merlin.